Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The catheter shaft and the packaging were visually checked for any damage. No damage was noticed on the device or packaging. The device was microscopically inspected through the pouch and no foreign material (fm) was noticed. The pouch was opened to inspect for the fm. No noticeable fm was found. Inspection of the remainder of the device, revealed no other damage or irregularities. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging.